Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous (av) graft. A 14-4/5.8/75 xxl balloon catheter was advanced for dilation. However, on initial inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.